Event description:
It was reported that the 9900 system had unexpected collimator close down and system had to be rebooted twice. No pt injury reported and case was completed.

Manufacturer narrative:
Available information indicates that no service requested. A follow-up report will be filed for any additional information received.